Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that since the balloon could not be deflated, the balloon was removed inflated and with force. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. Additionally, the warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the IFU violation of removing the balloon inflated contributed to the reported difficulty removing the device and subsequently the force had to happen. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It is likely that the balloon interacted with the patient¿s anatomy during removal as the balloon would not deflate, resulting in the reported difficulty removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.50x30mm trek rx balloon dilatation catheter was used over an unspecified bmw guidewire. During pre-dilation, the trek rx balloon was inflated at 12 atmospheres for 20 seconds. The trek rx balloon could not be completely deflated even after four attempts. During removal, the inflated trek rx balloon met resistance with anatomy and was removed with force. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.